Manufacturer narrative:
The tip-up fenestrated grasper instrument has been received for failure analysis evaluation; however, the investigation is still pending.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, a tip broke on the tip-up fenestrated grasper instrument while in the patient. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated graspers instrument was analyzed and found to have a completely fractured main tube at the distal end. The distal tip was fully detached from the main tube at the time of return. Inspection of the internal components revealed that the internal cables within the main tube were completely severed, consistent with the observed separation. Components adjacent to this broken main tube show damage which may indicate potential mishandling. Additionally, the main tube was found to be detached from the main chassis at the housing interface. Additionally, the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. Grip and pitch cables were completely broken from the main tube. Additionally, the instrument was found to have a broken distal pitch cable at the proximal clevis. The cable breakage is consistent with the complete detachment of the distal tip from the main tube, which would generate abrupt and excessive mechanical stress on the internal pitch actuation system. Additionally, the instrument was found to have a broken distal grip cable at the proximal clevis. The fracture of the grip cable is consistent with the complete detachment of the distal tip from the main tube. The separation of the distal tip would have subjected the internal actuation cables to excessive tensile loading, resulting in overstress and subsequent cable failure.